Event description:
This complaint was created by the finding of maude report number (B)(4). The account and contact information for this report are not known. The current complaint database has been researched for this event and there were no findings. The cd801, 5mm laparoscopic kittner, blunt dissector 40 cm length was being used on (B)(6) 2024 and ¿during the lap chole the sponge on the laparoscopic kittner fell off the applicator.the surgeon noticed this right away and retrieved the sponge.the needs to be reported as a factory defect.¿. This was reported as a product problem not an adverse event. There was no impact or injury to the patient ¿no clinical signs, symptoms or conditions¿. Due to the reporter being anonymous conmed is unable to request further information. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
This complaint was created by the finding of maude report number (B)(4). The account and contact information for this report are not known. The current complaint database has been researched for this event and there were no findings. The cd801, 5 mm laparoscopic kittner, blunt dissector 40 cm length was being used on (B)(6) 2024 and "during the lap chole the sponge on the laparoscopic kittner fell off the applicator.the surgeon noticed this right away and retrieved the sponge.the needs to be reported as a factory defect". This was reported as a product problem not an adverse event. There was no impact or injury to the patient "no clinical signs, symptoms or conditions". Due to the reporter being anonymous conmed is unable to request further information. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
At request from FDA; update to block h10 with medsun number.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: a thorough understanding of the principles and techniques involved in laparoscopic laser and electrosurgical procedures is essential to avoid shock and burn hazards to both patient and medical personnel and damage to the device or other medical instruments. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
This complaint was created by the finding of maude report number (B)(4). The account and contact information for this report are not known. The current complaint database has been researched for this event and there were no findings. The cd801, 5mm laparoscopic kittner, blunt dissector 40 cm length was being used on (B)(6) 2024 and ¿during the lap chole the sponge on the laparoscopic kittner fell off the applicator.the surgeon noticed this right away and retrieved the sponge.the needs to be reported as a factory defect.¿. This was reported as a product problem not an adverse event. There was no impact or injury to the patient ¿no clinical signs, symptoms or conditions¿. Due to the reporter being anonymous conmed is unable to request further information. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
This complaint was created by the finding of maude report number (B)(4). The account and contact information for this report are not known. The current complaint database has been researched for this event and there were no findings. The cd801, 5 mm laparoscopic kittner, blunt dissector 40 cm length was being used on (B)(6) 2024 and "during the lap chole the sponge on the laparoscopic kittner fell off the applicator.the surgeon noticed this right away and retrieved the sponge.the needs to be reported as a factory defect". This was reported as a product problem not an adverse event. There was no impact or injury to the patient "no clinical signs, symptoms or conditions". Due to the reporter being anonymous conmed is unable to request further information. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
At request from FDA; update to block h10 with maude number.